Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump motor stalled had occurred at 21:04. The next day, pump was alarming since 4:30 pm. The pt was admitted in the ICU with withdrawal symptoms of hiccups, tone increase, and fever. The pt was awake. The pt was not at his baseline. There was no report of exposure to MRI or other magnetic field. No troubleshooting was done. The motor stall recovered (B)(6) later. The pump was interrogated several times. The pt had been on the following: oral baclofen (20 mg, three times a day), periactin (4 mg, every 6 hours), and valium (2-5 mg, as needed). The pt had been stable since being admitted to the hosp on (B)(6) 2011. The pump was replaced and the pt had recovered without sequelae.